Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used on (B)(6) 2015 during an anterior-apical pelvic floor repair procedure. According to the complainant, during the procedure, the needle with some amount of suture was noticed to be detached after placement of the first uphold leg assembly. The physician attempted to locate and retrieve the needle using her hand but was unable to find it. It was left inside the patient and the procedure was finished with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned uphold lite revealed that only the blue with white stripe dilator attached to the sleeve with cut leader loops was returned. The dilator was shredded at the proximal end. The suture is broken and the dart is missing and was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used on (B)(6) 2015 during an anterior-apical pelvic floor repair procedure. According to the complainant, during the procedure, the needle with some amount of suture was noticed to be detached after placement of the first uphold leg assembly. The physician attempted to locate and retrieve the needle using her hand but was unable to find it. It was left inside the patient and the procedure was finished with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.